Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but was unable to release from the catheter to deploy. It was reported that the handle was opened and closed, the catheter was wiggled and adjusted the scope dials in order to get the clip off the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.